Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during a laparoscopic surgery, the surgeon was able to squeeze the handle but had an issue with loading of the clips. There were no clips that were able to load properly into the jaws. There was no patient injury.